Manufacturer narrative:
The complete distal portion of the catheter and its guidewire were returned with the guidewire handle missing. There was significant damage to the individual windings of the guidewire as received. Analysis concluded that catheter body damaged occurred to the catheter body and/or guidewire during the implant procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in france who was re ceiving an unknown drug via an implantable pump. A catheter issue was reported; it was reported that on (B)(6) 2016, during a procedure, the needle mandarin could not be removed when the surgeon decided to remove it after the catheter was implanted. As a result, surgical intervention occurred, the catheter was explanted and another one was implanted using another needle. The explanted catheter was discarded and would not be returned. There was no factor that may have led or contributed to the issue. At the time of this rep ort, the issue was resolved and patient status was alive ¿ no injury.